Event description:
It was reported that the patient developed an infection. The patient underwent spinal cord stimulation (scs) explant procedure. Facility policy is to discard all products and not hold them. No further information has been obtained despite good faith efforts.